Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's report of a leak at the connection when the valve was attached to an extension set could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the connection when the maxplus valve was attached to an extension set. No report of pt harm or medical intervention. The customer states that no further patient/event info is available.